Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set; further described as ¿sterile blue tip unscrewed from light blue section¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.